Event description:
Healthcare professional reported rupture diagnosed by MRI and "fluid accumulation". Device has been explanted and replaced with non-allergan one. This record relates to the left side.

Manufacturer narrative:
Cont. H.6. Health effect-f15 recognized device or procedural complication. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, fluid accumulation.

Event description:
Healthcare professional reported, rupture. Diagnosed by MRI. And "fluid accumulation". Device has been explanted and replaced with non-allergan one. This record relates to the left side.

Manufacturer narrative:
Visual analysis: device photograph(s), for the device related to the reported event of rupture and seroma late reviewed on (B)(6) 2023. Visual analysis of the photographs identified, rupture: in the photos no observed, openings in the device. Only see red particles in the surface of the shell. Seroma-late: unable to confirm, as it is a medical event. Not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.